Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was intermittently unable to power on. Upon power up, the AED device powered up in manual mode. Complainant indicated that there was no pt involvement in the reported malfunction.